Event description:
At about 1 year 4 months after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with a competitor stem and head and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 may 2023. Lot 2006521: (B)(4) items manufactured and released on 22-dec-2020. Expiration date: 2025-12-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.